Manufacturer narrative:
Product event summary - the device was returned and analyzed. And no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) was attempted but not implanted due to a small signal of frequent noise. A second icm was inserted with the same result. The second device was not implanted and no device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.